Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller said they were having some trouble connecting to their implant and got no device found on the controller. Patient (pt) also reported the controller is charged to 100% but they are not able to charge the ins. Agent had pt confirm they see no visual damage to the recharger telemetry module (rtm). Agent had pt plug in the rtm and start a charging session. Pt states they have been seeing the passive recharge screen but didnt know what it was. Agent reviewed. While on the call pt stated they are seeing "charging excellent" pt states they are not sure but think the ins may have moved a bit. Caller states there seems to be some peeling on the rubber of the paddle but will call back at a later date to have the rtm replaced. Pt states the hospital is wanting to do an MRI but pt has to charge the ins first. Pt/caller will call back if they need further assistance. No symptoms were reported.